Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced unable to void despite urge, separation of the perineal body, loss of external anal sphincter integrity, indurated tissue, drainage, loss of consortium, pain, infection, urinary problems, and dyspareunia.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4)".